Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to their doctor¿s office last week and they changed their settings to the default settings. The patient stated that they added program b. They then reported that yesterday on (B)(6) 2017, the patient was having pain and they had ¿temp nerve pain in their leg¿. The patient added they had ¿temp nerve pain in the leg because of catchinga virus,¿ which they indicated was why they had their device. The patient then stated that yesterday, their programmer was also ¿not remembering where they set it¿. A couple of days ago they indicated that their programmer battery level went from full to half and kept going back and forth. During the call, patient services reviewed adaptive stimulation with the patient. The patient stated that their pain level was not always the same and they wanted to be able to change their settings at their own will. Patient services helped the patient turn off the adaptive stimulation. No further complications were reported/anticipated.